Manufacturer narrative:
Unit alarmed motor error during rewinding due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer reported that they unable to complete insulin pump rewind. The device will be returned for analysis.